Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation scratches were found on the scope's body. There was a leak in the channel. The ultrasound image had one broken element and the light guide was found with surface scratches. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an internal leak on a videoscope. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not twist or bend the bending section with your hands. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the reported event was potentially caused due to external force being applied by the handling of accessories, resulting in the leak.